Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 21644, was returned and analyzed. Visual inspection of the balloon catheter showed the device push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed the performance test; electrical integrity and impedance were also within specification. In conclusion, the reported broken luer was confirmed through visual inspection of the returned product. The balloon catheter failed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the fluid port of the balloon catheter broke off. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.